Event description:
It was reported that the patient's left ventricular lead was found dislodged via chest x-ray imaging. Capture thresholds increased as a result. The lead was capped on (B)(6) 2022. There were no patient consequences.